Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, while loading the seal into the delivery tube, the heartstring seal started to delaminate 2 circles from outer edge and started unraveling inward. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is inside the deployment tube and cracked, delaminated in multiple locations. The reported complaint is confirmed. Lot history record review was completed for the product, there was no nonconformance associated with the lot number.